Manufacturer narrative:
(B)(6). Complaint conclusion it was reported that the sealant was exposed when the 5f mynxgrip vascular closure device was removed. There was no reported patient injury. There were no damages or anomalies noted when the device was removed from the package. The device prepped normally. The sealant was still on the device when removed from the patient¿s body. The patient had an average size. The deployer was trained to prep and deploy mynx devices. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pull back against the shuttle handle. Sealant was located at the balloon proximal bond, exposed to blood and appeared to have ¿swelled.¿ the advancer tube was engaged to the tamp lock, abutting the sealant upon receipt. The condition of the returned device indicated that the advancer tube may have been withdrawn with the device and that the advancer tube was not maintained in place during the device removal. The device was withdrawn through the advancer tube lumen during investigation without issue. No anomalies were observed. A review of the manufacturing documentation associated with lot f1633702 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿sealant dislodged¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer may have been attributed to incorrectly following the mynx instructions for use (IFU). The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time

Event description:
It was reported that the sealant was exposed when the 5f mynxgrip vascular closure device was removed. There was no reported patient injury. The product is available for return. There were no damages or anomalies noted when the device was removed from the package. The device prepped normally. The sealant was still on the device when removed from the patient¿s body. The patient was a normal size. The deployer was trained to prep for mynx devices.